Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the stapler would not reopen after placing the reload in. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device was not locked on tissue, it was locked in the closed position , possibly due to firing trigger being pressed during introduction through the trocar. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? There was no attempt to use the manual return to open the stapler, a new stapler was used. Did the jaws eventually open? The device was set aside and the jaws were left in the closed position. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch #707d72. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received unfired. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. In addition, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced before lockout. The test door was placed on the device and the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 707d72, and no non-conformances were identified.